Event description:
The account alleged when the bed is in the low position and the pt moves to the foot of the bed, the bed will raise about by itself. No injury reported.

Manufacturer narrative:
The account adjusted the trendelenburg switch to resolve this issue.